Event description:
The reporter stated that there was an under-delivery. The pump was set up to deliver in continuous mode at 1ml per hour and volume limit set at 8ml using a 35cc mono. Unit delivered specified amount according to biomed. Nursing staff is concerned about the accuracy of the pump. There was no pt injury or treatment associated with this event.